Event description:
Healthcare professional reported the device has been explanted.

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exchange from textured to smooth.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken on posterior and missing shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening and missing shell assessed as inconclusive."

Event description:
Healthcare professional reported right side rupture and exchange from textured to smooth. Device has been explanted.